Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the rio failed. The case was converted to a manual total knee arthroplasty.

Manufacturer narrative:
Follow-up #1 submitted to correct sections and to update sections based on the information provided by representavive.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the rio failed displaying on the robot screen "homing failed, error homing joint 0, mode stopped. Peripheral connection error." The case was converted to a manual total knee arthroplasty.